Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
According to received information the compressor alarmed for low power. Our fse (field service engineer) was on site and investigated the issue. It was found out that the air tube/pipe that goes to the compressor motor was broken but the pump was in normal condition. The tube was replaced and the issue was solved. The tube was discarded by the fse. The root cause of the low power is the damaged air tube/pipe of the compressor. However, we do not know how this damage occurred and we did not receive any photographic evidence of the tube. Therefore the root cause for the damaged tube could not be found.